Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent d&c, novasure ablation, and cystoscopy due to sui and dysfunctional uterine bleeding. It was reported that patient experienced pelvic pain, heavy menses with inadequate control with endometrial ablation, mesh erosion and dyspareuia due to mesh exposure. It was reported that patient underwent mesh revision with lavh, lysis of adhesions, laparoscopic appendectomy and trimming of laparoscopic mesh cystoscopy, partial mesh excision on (B)(6) 2008 due to pelvic pain, heavy bleeding, dyspareunia, exposed and eroded mesh through anterior vaginal mucosa. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.